Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a cycler for renal replacement therapy (rrt) was diagnosed with an umbilical hernia in 2020, while having a pd catheter (not a fresenius product) surgically placed. It was also discovered that the patient underwent the surgical repair of the umbilical hernia in (B)(6) 2021. No further details were provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia, which required surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations or manufactures¿ specifications. However, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s umbilical hernia. Per the pdrn, the patient¿s umbilical hernia was present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter required for therapy also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a cycler for renal replacement therapy (rrt) was diagnosed with an umbilical hernia in 2020, while having a pd catheter (not a fresenius product) surgically placed. It was also discovered that the patient underwent the surgical repair of the umbilical hernia in (B)(6) 2021. No further details were provided.